Event description:
Went to deploy cook zenith 28 mm renu cuff for the treatment of abdominal aortic aneurysm. The graft was deployed, following deployment the top cap could not be released. This resulted in the top suprarenal stent from being opened. The top cap had to be snared from the top and pulled off the suprarenal stent. The significant force to pull off the top cap with downward tension of the distal pull wire caused the most inferior stent to fracture. Dates of use: 2007.